Manufacturer narrative:
Additional data device evaluation- the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens and residue on lens surface. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.0/+2.5/094 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was due to the device.